Event description:
It was reported that patient had knee revision surgery because patella implant from primary knee surgery broke off from patient's patella.

Manufacturer narrative:
Updated product information based on additional information. An event regarding patellar fracture involving a scorpio all-poly patellar component was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that patient had knee revision surgery because patella implant from primary knee surgery broke off from patient's patella.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.